Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the silastic foley catheters were coming apart. No additional information provided. Per follow up via phone on 22dec2022, it was reported that the customer received new drain bags which was also unglued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silastic foley catheters were coming apart. No additional information provided. Per follow up via phone on 22dec2022, it was reported that the customer received new drain bags which was also unglued.